Event description:
It was reported that the user suddenly observed during pt transportation that the pt was not ventilated. The device did not alarm. With every breath attempt the airway pressure went into negative range despite the oxygen cylinder ws full and correctly connected. The device worked well again after being switched off and back on. No further pt consequences have occurred. About two weeks earlier, the user reportedly had an issue with the same device where an optical and acoustical alarm of unknown relation was executed while the ventilation was continued without problem.

Manufacturer narrative:
Investigation results will be provided in a follow-up report.